Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one month post implant procedure, the patient developed a pocket infection.  Cultures were taken and antibiotic treatment was necessary. The organism was identified as (B)(6). The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.